Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a low anterior resection, the surgeon attempted to fire the device, however, the status indicator illuminated blue, the adapter symbol was flashing and the device did not fire at all. A new battery and new reload were used and the device worked. The self-check of the device was slower than usual.